Manufacturer narrative:
Title: xi nerve-sparing robotic radical perineal prostatectomy: european single-center technique and outcomes source: european urology open science 41 (2022) 55¿62 published date 2022 may 23. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study reported the peri-operative, oncological, and functional outcomes following the technique of xi nerve-sparing robotic radical perineal prostatectomy (r-rpp) in the treatment of patients with low or intermediate risk prostate cancer between november 2018 and december 2020. It was noted that the vesicourethral anastomosis was carried out with a v-loc 90 barbed suture. There were 26 patients included in the study. Intraoperatively, two patients had bleeding and transfusion and another two had gastrointestinal lesion treated with surgical repair. Post-operatively, two patients had bleeding. The first one had transfusion while the other one had surgical management. Another two patients had urine leak and one with wound dehiscence, all treated with prolonged urinary catheterization.